Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. E3: unk. H4: unk. H11: glare/halos are identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A consumer reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced halos. After a year, the halos disappeared. The lens remained implanted. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming.